Event description:
A 62 year old female came into sci outpatient wound clinic for micromatrix application and a vac change with plastic surgery. Micromatrix product was opened and the surgeon noted a contaminant present in the material. The material was set aside and never touched the patient (no harm came to this patient). Two new packages were opened, both were fine and used on the patient without incident. Micromatrix (manufacturer is acell); lot number: 040297 and serial number: (B)(6) was used. Rid tag scanned is: (B)(4). Implant group made aware.